Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple months prior to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return due to facility policy.